Event description:
It was reported that during a da vinci-assisted surgical procedure that the sureform stapler 60 blue reload had an unspecified issue. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
The sureform stapler 60 blue reload was returned to intuitive surgical, inc. (Isi) for evaluation with no reported issue. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure during in-house inspection. The knife was exposed around the midsection of the reload. The root cause is typically attributed to mishandling/misuse. Additional observations not reported by site: the reload was disassembled in-house for inspection. The reload was found to have blade damage. The knife edge exhibited mechanical indentations. No missing material was observed. The root cause is typically attributed to the user. The reload was found to have cartridge damage. The cartridge damage was located at the midsection of the reload, around the exposed knife location. No missing material was observed. The root cause is typically attributed to mishandling/misuse. The reload was also found to have pusher damage. The pusher damage was located around the midsection of the reload. No broken or missing material was observed. The root cause of pusher damage is attributed to component failure. No image or video clip for the reported event was available for review. The sureform stapler 60 blue reload does not get captured by procedure logs and as a result, a tool usage log could not be performed to determine when the reload was last used during a procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis found the sureform stapler 60 blue reload to have pusher damage. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.